Event description:
On (B)(6) 2010, a respiratory therapist reported nitric oxide (no) readings fluctuating on inomax ds (B)(4). The device was not on a patient and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported nitric oxide (no) readings fluctuating on inomax ds (B)(4). Evaluation summary: the root cause of the delivery failure involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced and it was confirmed the monitored fluctuating monitored no readings stopped and were corrected. It is important to note that the monitored no level would be fluctuating in this case and not the actual no delivered.